Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was an occlusion alert earlier due to their infusion set tubing getting tangled which occurred on (B)(6) 2025, which resulted in elevated blood glucose (260mg/dl) lasted for two hours. It was also reported that the patient was able to change out the infusion set and resumed insulin delivery. No further information was available.